Event description:
(B)(6). It was reported that during a stenting treatment procedure, stent under expansion occurred. The 75% stenosed and 24mm long target lesion without significant bend was located in the non-tortuous and non-calcified mid right coronary artery with a reference vessel diameter of 3.8mm and timi-3 flow. It was treated with direct stenting using a 4.0x32mm taxus liberte stent. Post stent deployment intravascular ultrasound (ivus) revealed stent under-expansion and was treated with post-dilations with a non-compliant balloon resulting in 5% residual stenosis. Timi-3 flow was maintained. The patient was discharged on (B)(6) 2010 on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that pre-treatment intravascular ultrasound revealed a very bulky fibroatheroma, a minimal luminal area of 3.8mm (squared) and a plaque burden of 80%.

Manufacturer narrative:
(B)(4).